Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The lead exhibited high thresholds and a chest x-ray revealed the lead dislodged. The lead was explanted and replaced.